Manufacturer narrative:
Additional information: narrative - it was reported that a patient underwent ankle reconstruction surgery in (B)(6) 2012 and suture was used. On an unknown date the patient developed redness and pus around the area where the suture was used. On (B)(6) 2013, the patient underwent a re-operation. It was noted during the surgery that there were fistulas around the plate, and the plate was covered with pus. The surgeon lavaged and removed the plate. The surgeon sutured fascia and under the skin with monofilament suture. Zyvox (linezolid) was prescribed for the patient. The pathological examination was performed and (B)(6) was detected from the suture and the plate. (B)(4) - infection occurred. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch egz392, mfg date: 06/01/2012, exp date: 01/31/2017. Batch ej5207, mfg date: 08/01/2012, exp date: 07/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an ankle joint surgery in (B)(6) 2012 and suture was used. On an unknown date the patient developed redness and pus around the area where the suture was used. On (B)(6) 2013, the patient underwent a re-operation. The involved area was lavaged with saline and the suture was removed. A different type of suture was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Nine explanted braided sutures segments were returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.